Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a newer pump user, and had air in the infusion set tubing after the load process. During the call with tandem technical support, the customer was educated on the proper load technique and was able to successfully load a new cartridge. The customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus.